Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. An alert was noted for non capture and it was noted that the patient's heart rate was below the lower rate setting. It was also noted that intermittent atrial undersensing was seen on the right atrial (ra) lead. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.